Manufacturer narrative:
Date of event is estimated. D6b - date of explant: the date of explant is unknown.

Event description:
It was reported that the patient experienced ineffective stimulation due to lead migration. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. Investigation was unable to determine further details.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.